Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. The investigation concluded that the flow transducer test failed due to a defective/worn nozzle unit in the air gas module. The nozzle unit was replaced and after successful testing and the anesthesia system was cleared for clinical use. The replaced part has not been returned for further investigations. The received device logs do not cover the date of the event, the reported flow transducer test can therefore not be confirmed. Based on the findings during this investigation, we are unable to determine the true cause of the event.

Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).